Event description:
Reporter indicated a pt's vns was set to zero. This programming anomaly is believed to have occurred as a result of communication errors in the dell handheld vns computer. It is unknown if the pt's vns settings were reset to the appropriate parameters or if any intervention was performed. The handheld computer has been requested for return. Attempts for additional info are in progress.